Event description:
Dr was performing a left shoulder arthroscopy; allegedly, after conclusion of procedure, dr noticed that pt had received an approx 1cm x 4cm burn on shoulder. Pt was treated with burn ointment and a bandage applied; no further medical attention was necessary.